Event description:
It was reported that during an unrelated clinic visit, noise was observed on the atrial lead of an asymptomatic patient. Device reprogramming was performed and the patient would continue to be monitored.